Event description:
Surveillance study it was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated a 90% stenosed, 3.5x38mm lesion of the distal circumflex artery. Treatment consisted of predilation with a 2.25x20mm ballon at 12atm, placement of a 3.5x32mm taxus express2, stent, and kissing balloon post dilation using a 3.0x20mm and a 2.25x20mm balloon at 14atm each. Intravascular ultrasound was performed and confirmed the stent was implanted properly with 0% residual stenosis. Another manufacturer's bare metal stent was placed in the proximal circumflex artery. The pt was discharged 10 days post procedure. No problems were found on the one, six, and nine month study follow ups. The patient returned 355 days following the index procedure with 75% restenosis of the proximal circumflex. Treatment consisted of balloon dilation and placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The pt was discharged in "better" condition on day 357. The pt had no angina on follow up on day 366. The pt was taking asa and plavix at the time of event.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.